Manufacturer narrative:
The device ro 15 047 has been inspected for investigation purpose. The tests performed confirmed that the distance sensor cable was responsible of the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the distance sensor was non-functional. There was no patient involvement reported.

Manufacturer narrative:
The initial reporter address was reported wrongly "initial reporter name and address". Changed to: (B)(6).